Event description:
It was reported by the affiliate that during a lap colon procedure, the device jammed clips. It did not clip correctly. Took new instrument. No further information is available. There was no patient consequence. Three device returning.

Manufacturer narrative:
Batch # d9d927; expiration date: 12/26/2012; 01/26/2007. Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled, ejected two clips and eleven clips were fed and formed properly. The instrument locked out as intended. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining cips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (c) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.